Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in high blood glucose levels and hospitalization. In the morning of (B)(6) 2024 the patient suffered a hyperglycemia and ketoacidosis with blood glucose values of 20 mmol/l. The patient vomited and had diarrhea. The patient's mother tried to lower the blood glucose values by administering an insulin bolus via the remote control of the infusion device, but without success. Only with additional insulin injections via pen the blood glucose values decreased a little bit. But as this was not sufficient the mother decided to bring her daughter to the hospital, where she was admitted and treated with insulin via perfusor. The insulin pump therapy was stopped during the hospitalization. It is unclear, when the patient can be released.